Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with orange juice. The customer reported issues with their transmitter not blinking properly. The customer was transferred to the proper channels for assistance with the issue. The customer did not return the product back for analysis.